Event description:
1. Describe the event: the initial reporter complained of discrepant results for two patients tested with elecsys cmv igg on a cobas pure e 402 analytical unit and a cobas e 801 module. 2. Patient age range: 2 asku. 3. Patient weight range: 2 asku. 4. Patient sex breakdown: 2 asku. 5. Patient race breakdown: 2 asku. 6. Patient ethnicity breakdown: 2 asku.

Manufacturer narrative:
The expiration date for reagent lot: 657967 is 30-sep-2023. The expiration date for reagent lot: 52258301 is 30-apr-2022. For one of the events: 1. Summary of investigation results: the investigation determined that dilution studies performed by the customer indicated non-linear dilution behavior associated with a high dose hook effect. This may result in a strong reactivity to one of the submodules of the elecsys cmv igg assay. 2. Summary of follow-up/corrective actions taken: no follow up actions taken. For one of the events: 1. Summary of investigation results: investigations determined the issue is related to a sample specific discrepancy. The sample shows non-linear dilution behavior which interferes with robust determination of avidity. Still, cmv igg reactivity could be confirmed and a transient phase between early and late phase of infection seems likely. The elecsys cmv igg reagent performs within specification. 2. Summary of follow-up/corrective actions taken: a sample from the patient was provided for investigation. 3. Device returned to manufacturer? No. 4. Device labeled ""for single use?" No. 5. Device reprocessed and reused? No.